Manufacturer narrative:
A ge svc rep performed an onsite investigation. The software was re-installed and formatted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a file sys corrupt error message, and would not boot up. No pt injury was reported.